Manufacturer narrative:
Linked to MDR #: 3006697299-2015-00179.

Event description:
This is the second of two reports (same product ID, same lot number, same product problem, different patients). This report is in regards to the second patient. During a hepatic surgical procedure the tip broke. The tip was in contact with the patient however the patient was not injured nor was death alleged. The event did lead to an increase in surgery time by one to two hours. The surgery was completed using classical method for this procedure. Further information was requested and is pending. Link to MDR: 3006697299-2015-00179.

Manufacturer narrative:
Integra has completed their internal investigation on 28jan2016. The investigation included: methods: -review of device history records, -review of complaint history. The device was not returned for evaluation. Results: the DHR review has been deemed satisfactory. Date of manufacture: oct 17 2012. The device passed all required inspection points with no associated non-conformance issues. The analysis of the complaint investigations and root cause reports has concluded that no new design or manufacturing trends have been identified however this issue will be monitored. No trend has been identified. Conclusion: the device in question was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should the product be received.